Manufacturer narrative:
H6 - medical device problem code - 1494: off-label use (under 21yrs of age at date of implant). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2; -12.5 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The patient experienced refractive surprise. On (B)(6) 2023 the lens was exchanged with a longer length and different power lens and the problem was resolved. The cause of the event was reported as unknown and there was no device causality.

Manufacturer narrative:
Additional information: d9: return date: 19-jan-2024. H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the haptic torn and broken with foreign material on the lens surface, specifically fibre. Dimensional and functional inspections found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Corrected data: d4: lens model should be corrected to vicmo 13.2. Claim# (B)(4).